Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that a 6f angio-seal was selected for use in the right common femoral arteriotomy. A pre angiogram revealed that the pt was suitable for the angio-seal deployment. The pt was discharged and hemostasis was achieved. The pt called the physician later in the week complaining of pain in the groin. The occlusion of the artery happened five days later. The physician stated that after the angio-seal anchor was deployed, the anchor had disturbed some atheroma in the vessel which caused the ischemia. A surgical endoarterectomy was performed. The pt was reported in stable condition.